Event description:
It was reported that: incident occurred on (B)(6) 2025. The patient underwent a CT scan at 2 days without any particular sign. Following brutal and intense pain on day 4, this patient underwent a second CT scan, during which a leak was observed. She was reoperated on day 4. Now she is fine but had brutal and intense pain due to the leak. No complications or problems were observed during the initial procedure. The staples appeared to have been formed correctly. The patient is reported to be fine post the second surgery on day 4 to resolve the leak."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: incident occurred on (B)(6) 2025. The patient underwent a CT scan at 2 days without any particular sign. Following brutal and intense pain on day 4, this patient underwent a second CT scan, during which a leak was observed. She was reoperated on day 4. Now she is fine but had brutal and intense pain due to the leak. No complications or problems were observed during the initial procedure. The staples appeared to have been formed correctly. The patient is reported to be fine post the second surgery on day 4 to resolve the leak."

Manufacturer narrative:
(B)(4).